Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, an unexpected app shut off occurred. The patient stated that the g5 mobile application closed in the middle of the night and was not alerted. They indicated that were hospitalized but did not provide specific information on what occurred; however, as a result, the patient had a dislocated jaw. Data was provided for evaluation. The reported issue was confirmed. The probable cause was the patient closed the mobile app. No additional event or patient information is available.